Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced discomfort during use of sensor. The sensor was inserted at the abdomen on (B)(6) 2015. It was reported that the sensor was removed on (B)(6) 2015 due to pain and nausea. The patient did not require medical intervention. It was further reported that upon inserting a new sensor, the pain was gone. No additional event or patient information is available.